Event description:
Pt underwent a left breast reconstruction in 2/85 using a 280 cc silicone implant. Pt has been developing increasing pain in left breast. Surgery done to remove breast implant. A considerable amount of loose silicone gel was found on the outside of the implant.